Event description:
It was reported that during a procedure of the moderately tortuous, moderately calcified, femoral artery the 5 mm/40 mm armada 35 balloon dilatation catheter (bdc) was advanced to the lesion and inflated to nominal pressure, but could not be deflated. Both an indeflator and a syringe were used in an attempt to deflate the balloon without success. The bdc was pressurized above rated burst pressure (rbp) but it did not rupture. The physician used a knife to cut the bdc and remove the rotating hemostasis valve (rhv). The 6 fr sheath was exchanged for a 7 fr sheath and the inflated bdc was retrieved in the sheath. There was an air leak noted in the shaft of the bdc; however, after removal from the anatomy the balloon remained fully inflated. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported deflation and leak were unable to be confirmed. Based on a visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.